Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018 for a verify enhanced basic evaluation (be) for urge incontinence. It was reported that the trial patient that their ¿bowels are messed up¿. The patient stated that they had ibs and usually took medication for their diarrhea but they were currently constipated. The patient also reported they were very uncomfortable and sore at the incision site. In addition, the patient noted they were not voiding but for a few drops. It was advised that the patient contact their clinician for the issue. Follow up information received from the patient on (B)(6) 2018 reported that they had ibs, chronic constipation, and diarrhea but did not have diarrhea on the day of report. Further information received in (B)(6) 2018 from the patient reported that they were constipated. There were no further complications reported or anticipated.